Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range high shock impedance for this tachy device and right ventricular (rv) lead system. Additional information received that the source has not been identified yet as the physician was planning to do a non-invasive programmed stimulation (nips) to assess if the system could still deliver a therapy. The system remains in service. No adverse patient effects were reported.